Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the one-year post procedure CT revealed that there was a type iii fabric endoleak with aneurysm enlargement. The patient was scheduled to return for an angiogram on a later date however the patient presented emergently with hemoptysis. An urgent procedure was performed and another manufacturer¿s stent graft was implanted. The type iii fabric endoleak was resolved. There was no issue with the patient's condition post procedure. Per the physician, the cause of the type iii fabric endoleak was unknown. The physician could not determine whether there was any relationship between the type iii fabric endoleak and the hemoptysis. No additional clinical sequelae were reported and the patient is fine.